Event description:
Report received of delay in dobutamine therapy related to cassette alarms. Customer states there was a delay, for about 10 minutes, in initiating dobutamine therapy on a pt needing emergent angioplasty. The patient's systolic blood pressure was 60mmhg. Therefore the femoral arterial pulse was non-palpable. The procedure could not begin until the femoral pulse was palpable. The dobutamine was ordered for blood pressure support and was to be initiated at 5mg/kg/min. Due to cassette alarms the dobutamine therapy was delayed about 10 minutes. Once the dobutamine was begun, they were able to move the pt to the table and begin the angioplasty procedure. It was reported that the pt did well and the final dose of dobutamine was 10mcg/kg/min.